Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1098408. Medical device expiration date: 2023-04-30. Device manufacture date: 2021-04-08. Medical device lot #: 1228958. Medical device expiration date: 2023-08-31. Device manufacture date: 2021-08-16. H.6. Investigation summary: bd received 400 samples (300 from lot 1228958 and 100 from lot 1098408) and 2 photos for investigation. The samples and photos were reviewed and a few tubes were found to be cracked and broken within the shelf packs when the glass breaks the additive that is in the tube leaks out and dries, it then turns brown, and this is seen on the product. Additionally, 100 retention samples of each reported lot number from bd inventory were evaluated by visual examination and the issue of broken tubes / additive leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken tubes and additive leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "there was foreign matter on the stopper before use."